Event description:
Pt reported elevated blood glucose (500 mg/dl) and device noisy while delivering a bolus. Pt indicated that at times she has experienced swelling, redness, and irritation around the site upon removal. Pt indicated that she had experienced two stressful situations.